Manufacturer narrative:
Concomitant medical products: imd49jb lead, implanted: (B)(6) 1997. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, the max capture threshold measured between 1.75 to 2.0v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead had a loss of capture with patient symptoms when the capture management was on for the ventricular lead. The ventricular capture management was turned off and further reprogramming was planned. The ventricular lead remains in use. No further patient complications have been reported as a result of this event.